Event description:
The customer reported to siemens that erroneously depressed creatinine_2 (crea_2) results were obtained on multiple patient samples on an atellica ch 930 analyzer. The erroneously depressed results were reported to the physician(s), who questioned the results. The same samples were reprocessed on an alternate atellica ch 930 analyzer. The reprocessed results were reported as correct results to the physician(s). Out of all the patients, new samples were drawn from the patients with sample identifiers (B)(6). The redrawn samples with sample identifiers (B)(6) were processed on the original analyzer. The redrawn sample with sample identifier (B)(6) was processed on an alternate atellica ch 930 analyzer. For sample identifier (B)(6), no correct crea_2 result was obtained, and the patient was discharged on (B)(6) 2025. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed crea_2 results.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously depressed creatinine_2 (crea_2) results obtained on multiple patient samples on an atellica ch 930 analyzer. Siemens is evaluating the event.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00087 on 13-mar-2025 and first supplemental MDR on 17-apr-2025. Additional information (20-oct-2025): siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the data from the physical manufacturer of creatinine_2 (crea_2) assay. The manufacturer confirmed that there was no evidence of over or underfilling during dispense, but observed pack anomalies. However, siemens is unable to determine if the pack anomalies contributed to the erroneously depressed crea_2 results. No hardware anomalies were identified. A product problem was not identified. The device is performing according to specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation.

Manufacturer narrative:
Additional information (28-mar-2025): siemens review of the reagent data indicated that the reagent arm 1 detected multiple level sense issues during the first 12 aspirations from the pack, including 3 failures to detect the transition between air and liquid. The data indicated that the reagent arm 1 continued to aspirate below the reagent surface after adjusting the aspiration location. The instrument did not flag aspiration errors and continued to produce results. Siemens is evaluating the event. Initial MDR 2432235-2025-00087 was filed on 13-mar-2025.